Event description:
At a follow up appointment on 2015-(B)(6), a healthcare provider (hcp) reported they were unable to advance to the update/summary screen. No audible alarms were detected, and the event logs were not confirmed on the date of the report. No session reports for (B)(6) of (B)(6) were available, but they did have a report from 2014-(B)(6) (with the patient¿s old pump). The patient had been sent home so troubleshooting was not performed at that time. According to the hcp, the pump programming for this pump was confirmed at the time of the replacement, but they had no session report or telemetry for that programming session. The pump contained morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).